Event description:
Customer reported excessive no delivery alarms on his insulin pump. He stated he went out to eat last night and his blood glucose was 414 mg/dl. He took some insulin but his blood glucose stayed over 400 mg/dl all night. When he woke up in the morning he gave himself insulin and everything was fine. He stated his insulin pump then alarmed no delivery, even when not delivering insulin. He restarted the device, but the no delivery alarms persist. Customer's blood glucose was 402 mg/dl. He treated with a manual injection. Customer declined troubleshooting but was advised on possible site and infusion set issues. He was advised to do a complete set change and call back when needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4), per variance 5.